Event description:
The expiratory line appeared to catch fire in the middle of the circuit and began burning both ways - toward the patient and toward the ventilator. The patient has sustained some minor 1st and 2nd degree burns of her right arm. The nurse put the fire out with her hands, sustaining some 1st and 2nd degree burns, which were considered minor in nature.